Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. No additional adverse patient effects were reported. A request will be submitted to the field to obtain product return.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged. Surgical intervention was performed to reposition the lead, but the physician elected to replace it with a new one. No additional adverse patient effects were reported. This lead will not be returned.